Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between november 15, 2023 ¿ november 17, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during infusion via a peripherally inserted central catheter (PICC). At the end of therapy, it was observed that approximately 15% of the medication dose remained within the device that had not been delivered to the patient. The device contained piperacillin/tazabactam 18000mg in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.